Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The event code was cleared from the device memory and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge for defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge for defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's ECG connector to resolve the reported issue. The ECG connector was contaminated with cleaner residue (decon7 product with a fogging applicator). A fogging applicator is not one of the recommended cleaning methods recommended per the product manual, therefore this may have contributed to the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.